Event description:
Reporter reported a leak on the connector line during therapy. According to follow up info received from the international affiliate, the pt visually noticed the leak in the line. The leak was noticed in the beginning of therapy. The home pt stopped the leak with an adhesive tape and continued with therapy. No pt injury or medical intervention was associated with this incident per the international affiliate.